Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. The investigation found no issues. Functional testing found the pump to be functioning properly and delivering within specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
The reporter states the device was in use for tpn infusion. The reporter stated the device gave a "downstream occlusion" alarm. The infusion could not be re-started. The reporter stated the patient and caregiver reported to hospital care to continue infusion. No adverse effects to patient reported.